Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was admitted and had images taken for shaking legs at postoperative following the scs system implantable pulse generator replacement (ref. MDR # 1627487-2020-31614). A CT scan was ordered. Follow up identified surgical intervention was taken and the patient's scs system lead was replaced. No further issues were reported during the case.